Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: b5. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the malfunction occurred because the screen displayed noise after replacing the u-plug unit and the ad cable. The most probable cause of the complaint is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer. The device was a colonovideoscope.

Event description:
It was reported that the subject device had the screen becomes noised. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
E1-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.